Event description:
A consumer reported that a diamondclean brush head broke into pieces during use. No injury or medical intervention was reported. A potential choking hazard was identified.

Manufacturer narrative:
The event date is approximate. The complaint was received from a consumer in great britain. Product was not returned to confirm a malfunction has occurred.